Event description:
As the surgeon was performing the first distraction of the case using the glide device the distal portion broke off. The broken portion was located and retrieved. It was reported this incident added greater than 30 minutes to the surgery.

Manufacturer narrative:
Device history records reviewed. Review of device history records indicate the device was manufactured to specification.